Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to flush. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was implanted. The second clip delivery system (cds) was inserted into the steerable guide catheter (sgc), but no dripping could be confirmed in the sleeve flush port. The cds was removed from the sgc. No kink was noted and the orientation of the three-way stopcock was correct; however, when the drip was fully opened, no dripping was observed. When the delivery catheter (dc) handle was moved forward, some drip occurred, but it was more difficult than usual; therefore, the cds was not used and was replaced. During removal of the cds, traditional aspiration was being performed through the sgc flush port. Two clips were implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported issue could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty flushing. There is no indication of a product issue with respect to manufacture, design, or labeling.